Event description:
The pt stated that the meter was reading inaccurately high. They stated that approx one month ago the pt tested their blood sugar and obtained a result in the 400's. They took 2 units of humalog based on their sliding scale. They stated that almost immediately they began experiencing symptoms. They felt disoriented and "saw black." They do not remember if they had any symptoms at the time of testing. They knew that they were low so they ate glucose and candy. They stated that they somehow called 911, although they do not remember calling. The last thing they remember was eating pudding without a spoon. When they came to there was chocolate everywhere. When the paramedics arrived they tested pt's blood sugar with pt meter and the result was 57 mg/dl. Pt was not given any treatment and was not taken to the hosp. They stated that they knew their blood sugar was going back to normal. The test strips are reportedly in good condition and the meter and strips codes match. Pt did not have any control solution to check the accuracy of the meter. The pt has already received their replacement meter and testing supplies. The case is being reported as an adverse event.